Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix pharmacy compounding device was missing one magnet in the rotor door. This was observed in the pharmacy. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.